Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Device not returned.

Event description:
It was reported that the customer had received multiple, intermittent occlusion alarms. The customer experienced elevated blood glucose (bg) levels ranging from 278-318mg/dl and trace amounts of ketones. A manual injection and a correction bolus were administered to address the bg level. System check was performed and the pump performed as intended. There was no damage noted to the cannula but the customer reported that they have a lot of scar tissue and this might have caused a blockage at the infusion set site. During follow-up, the customer reported that another occlusion alarm declared after the infusion set site was changed. The customer declined troubleshooting the current supplies due to not wanting to change their supplies. Tandem technical support informed the customer that a subsequent occlusion alarm may occur due to using the same supplies.